Manufacturer narrative:
(B)(4). The device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The motor would not turn and the motor cable was found to have a short circuit, therefore the motor was replaced. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A review into the depuy synthes mitek complaints system revealed similar and dissimilar complaints for this serialized device with the product code that was released to distribution. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the affiliate in (B)(6) that after an unspecified surgical procedure, it was observed that the motor on 8022 hand pc tornado shaver -ns device was jammed and would not turn. During service and evaluation, it was determined that the motor would not turn and the motor cable was found to have a short circuit. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Service center findings: motor does not turn: motor replaced. Short circuit in the motor cable - motor cable replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test according to test procedure completed. Safety test checklist enclosed. Hipot test completed. Electrical safety test completed. A check of the manufacturing finished goods records for the reported serial number revealed no anomalies relating to the reported incident. The devices were released for distribution on february 7th, 2012. There were no anomalies or discrepancies in the manufacture of this lot. Possible root cause for the motor to not turn could not be determined. Possible root cause for the defective o-rings could not be determined. Possible root cause for the short circuit in the motor cable could not be determined. This device is several years old and could've seen heavy use in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).